Event description:
There is a svc nert for impedance measurement of 200 ohms occurring (B)(6) 2022 at the 3 pm impedance check. Consider further investigation of svc coil integrity. This rlata dual coil lead implanted (B)(6) 2007. Device is programmed can to svc on last lheranv delivered was (B)(4)2020 / 15 j/ suspect induced. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).